Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure surgeon noticed scratch on lens. The lens was implanted and explanted during initial procedure and replaced with company lens. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The lens was returned in two pieces adhered to a white piece of cardboard with viscoelastic. The lens was cleaned with klrp to remove from the cardboard. The lens had been cut into two pieces across the center of the optic, typical of removal. A narrow, angled scratch was observed on the anterior surface of one optic portion. This damage was similar in appearance to damage caused by loading forceps. The other portion had cracks on the top of the haptic gusset and a crack across the optic on the posterior surface. The crack across the optic was disjointed and not in a straight path. This may indicate a plunger underride occurred or it may have occurred during the removal. Forceps marks were observed at the optic edge. A portion of the edge was broken near the forceps marks, not retuned. This appeared to be removal damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root case for the reported scratch could into be determined. A narrow, angled scratch was observed on the anterior surface of one optic portion. This damage was similar in appearance to damage caused by loading forceps. The other portion had cracks on the top of the haptic gusset and a crack across the optic on the posterior surface. The crack across the optic was disjointed and not in a straight path. This may indicate a plunger underride occurred or it may have occurred during the removal. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4) .